Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that upon powering their device on that it had a white display (which is indicative of a device lockup condition) and would not respond when any buttons were pressed. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced both the system controller and user interface pcb assemblies, as well as completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.